Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Deformed coils were noted at approximately 180, 195, 365, and 390 mm from the terminal end. Cuts were also noted on the outer insulation and interpreted as normal surgery related damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that a day post implant procedure, this right ventricular (rv) lead appeared to have dislodged. A lead revision was performed, the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead was returned and analysis was performed.

Event description:
It was reported that a day post implant procedure, this right ventricular (rv) lead appeared to have dislodged. A lead revision was performed, the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return.